Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported that the sleep/wake button on their ilet had been unresponsive for three weeks, preventing use of key functions such as meal announcements, bg checks, and pausing. Video evidence was obtained, and a replacement ilet was arranged, with the faulty device to be returned. Due to the device malfunction, user experienced hyperglycemia up to blood glucose (bg) 387 mg/dl for about five hours, which was corrected by the ilet algorithm. User also experienced hypoglycemia with blood glucose (bg) 53 mg/dl, treated successfully with two glucose tablets. Lowest blood glucose (bg) recorded was 53 mg/dl. Bg was corrected with juice. Symptoms included shakiness and nervousness. No prolonged out-of-range period, outside assistance, or medical intervention was required.